Manufacturer narrative:
The pump passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. The pump was received with high idle currents due to a faulty lcd driver. No watchdog alarm/anomaly was noted during testing. The pump was monitored and no blank display was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. No unexpected restart or rewind anomaly was noted. No watchdog timeout, external ram crc, or unexpected restart test alarms were noted during testing. The low reservoir alarm feature was programmed at 20 units and after delivering several boluses, the pump alarmed properly low reservoir. No low reservoir alarm anomalies were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed unexpected restart and had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.